Manufacturer narrative:
According to the initial reporter, the original procedure was complicated due to capsule damage that occurred prior to lens insertion. Based on this information, the reported event is considered unrelated to the device.

Manufacturer narrative:
Investigation of this complaint is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was explanted 5 days post-initial surgery due to too much pressure in the patient's eye. The increased pressure, which also caused decreased vision in the patient, was discovered one day post-surgery. The original surgery was complicated due to capsule damage that occurred prior to iol insertion. After the original surgery, a subluxation (partial dislocation) of the lens was observed. Upon subsequent explantation of the lens, an anterior chamber lens was implanted as a replacement with no issues. The patient now has clear vision and is currently taking post-op eye drops.